Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm epic plus mitral valve was successfully implanted in a patient. On (B)(6) 2025, the patient an episode of atrial fibrillation lasting a few hours. The patient was administered amiodarone. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrial fibrillation lasting after one week of epic valve implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported atrial fibrillation could not be determined. The reported unexpected medical intervention was due to medication (amiodarone) administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.